Event description:
A home pt's nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/6 of their automated peritoneal dialysis therapy. Reportedly, a supply bag had fallen and became disconnected from the supply line of the homechoice set for an unk reason. Per initial report, the nurse cycled the power on/off several times and attempted to start a new therapy using the same supplies. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's son.